Manufacturer narrative:
(B)(4) needle clogged/blocked: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2258504. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information was provided.

Event description:
Material #:305916 batch#:rejn0116, 4033669, 3332983, 2258504 it was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by customer that the 2 separate needles clogged during depo administration, needle completely detached from safety device after immunization administration and had to be manually removed from patient's arm, 2 separate needles clogged during depo administration, 2 needles clogged during depo administration and needle clogged during depo administration. Verbatim: issue 1 - 2 separate needles clogged during depo administration issue 2 - needle completely detached from safety device after immunization administration and had to be manually removed from patient's arm issue 3 -2 separate needles clogged during depo administration issue 4 - 2 needles clogged during depo administration issue 5 -needle clogged during depo administration item - 305916 lot - rejn0116, 4033669, 3332983, 2258504.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.